Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in non-tortuous and mild to moderately calcified anterior tibial artery. A 2.0x220x150 sterling balloon catheter was advanced for dilatation. However, during initial inflation before reaching the nominal burst pressure, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient status was stable.